Manufacturer narrative:
Age at time of event: 18 years or older. Device code (B)(4) relates to component code 419. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.